Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and delivered a shock. It was suspected that the shock was due to atrial fibrillation (af) with rapid ventricular response (rvr) and is therefore inappropriate. It was also noted that there was chronically low r-waves on the right ventricular (rv) lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.